Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator is auto-cycling. The customer reported patient involvement and no harm to the patient.